Event description:
Subsequent to the initially filed report, additional information was received stating imaging was challenging throughout the procedure. While grasping with the second clip, the clip potentially interacted with the first implanted clip with no noted damage to both clips. Potentially, the second clip delivery system (cds) inadvertently shifted forward, and the clip unintendedly moved down. The second clip was moved away from the first implanted clip, and the procedure was continued.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (n/a), associated with the clip moving unintendedly, could not be determined. The reported image resolution poor was associated with challenging echocardiograph imaging. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, redundant and long leaflets, and a suboptimal transseptal puncture. One xtw clip was inserted and successfully implanted. To further reduce mr, a second xtw clip was inserted. However, while grasping, the clip unintendedly moved. The clip was then deployed. A third xtw clip was implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.